Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-2218-70e, serial #: (B)(4), description: trial linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during a trial procedure, the patient's blood pressure dropped. The physician did not believe that it was device related. The patient's trial leads were explanted.